Event description:
On (B)(6) 2013, the patient contacted animas stating she experienced a blood glucose (bg) value of 439mg/dl with large ketones and was hospitalized. It was noted that the patient remained on the pump when she was in the hospital. Further details as to how the patient was treated was not indicated. The patient denied having issues with the site, set or cartridge. A review of the pump history indicated ¿low battery¿ alarms on (B)(6) 2013. The patient stated that she did not change the battery because the battery indicator showed that the battery was full and the pump did not emit any alarms. The patient reportedly was using alkaline batteries. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation the pump did not emit any alarms to indicate a low battery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/30/2013 with the following findings: a review of the total daily dose history indicated that the insulin delivery totals correctly reflected programmed values. No activity outside normal use was observed in the black box or download history. A review of the pump alarm history revealed "low battery" warnings. No evidence of short battery life was observed in the pump history. The pump electrical current draws were tested and were found to be within specifications. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.